Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. Electrodes 1-12 and the magnetic sensor met specifications for acceptable resistance values with no open or short circuits detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the af procedure, the physician alleges that a clinically significant delay occurred. During acquisition of geometry, the advisor fl catheter went in and out of confidence. The procedure was completed without replacing the catheter and with no adverse consequences to the patient.